Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated this skin graft mesher. The device history record (DHR) review, for serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated 2:1 cutter serial number (B)(4) as documented in the repair reports. Initial qa inspection of the skin graft mesher revealed that it appeared that the top was closed down hard with the sliding pins pushed in causing the openings on the side plates to be bent and not allow the sliding pins to move. The comb was also damaged so the pretests could not be performed. The 2:1 ratio cutter produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the worn bushings, worn side plates, damaged comb, cap nuts, washers and bolts. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the sliding pins were pushed in causing the openings on the side plates to be bent and not allowing the sliding pins to move. The root cause of the device struggling to open and close was due to the sliding pins being pushed in which caused the openings on the side plates to be bent and not allowing the sliding pins to move. The pins should not be forced to open or close, they should slide out easily. If the pins don¿t easily slide, then it should be realigned and reinstall the cutter. The issue was resolved with the replaced worn bushings, worn side plates, damaged comb, cap nuts, washers and bolts. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that while using the zimmer skin graft mesher, the user struggled to open the device then once it was opened to change the cutter, the mesher wouldn't close. During initial inspection of the returned device it was observed that the comb was bent. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.